Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the haptic was bent when they went to load the iol into the cartridge. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).